Event description:
It was reported that while tying the knot, the anchor came out of the glenoid. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that while tying the knot, the anchor came out of the glenoid. Anchor broke, all pieces were removed from the patient. Another bone hole was required. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 2.9 osteoraptor inserter was returned for evaluation. No anchor or sutures were returned for examination prohibiting confirmation of the reported complaint of anchor breakage. Visual assessment of the inserter showed no damage. Dimensional assessment of the inserter found it met print specifications.